Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) coordinated with pharmacy staff, confirmed the update activity, and verified that no pending or failed messages remained on the framework system after the update. Message flow was validated as normal post-update. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower patient new order for oxycodone ir 10 mg tablet was not appearing. The order was re-sent through the framework; however, it still does not display on the system. However, there were no delays or adverse events or injuries reported based on this event.